Manufacturer narrative:
A getinge field service engineer (fse) confirmed hospital cart damaged. Hinges broken on doppler storage and the ground prong on the ac line cord was missing. Ac line cord assembly (d012-00-1688-21) and chassis storage bins (d441-00-0196) were replaced. Complete pm performed with full calibration. Device passed all functional and safety tests per factory specifications.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) was found to be damaged. Hinges were broken on doppler storage and the ground prong on the ac line cord was missing. There was no patient involvement.